Event description:
The customer reported that the insulin pump had an error alarm. The customer stated that she has been running low for a few days. Troubleshooting was performed. The customer stated that she filled the reservoir with 300 units and when she removed the reservoir, it was down to 200 units after a few hours. The customer also stated that the insulin pump was slow to rewind and she changed the battery. Then, the device alarmed. The customer stated that she was hospitalized. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.